Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled generator change. During the pre-op device check, it was noted that the atrial lead exhibited auto mode switch episodes that were atrial lead noise. All pace/sense were very stable; therefore, the physician decided that the lead noise was not significant enough to replace. The patient was in stable condition.